Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify battery failed alarm due to blank display. Also, received with moisture damage inside of the battery tube and on the motor and force sensor.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that the contacts on battery cap was not intact anymore and "shite" film inside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.